Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ser plastipak 5ml ll 40x8 al had missing label information. This was discovered before use. The following information was provided by the initial reporter: during the blinding of the cronodicasone product, syringes without batch coding and date of manufacture are detected. After sorting the lot, 22 syringes are obtained without coding.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviations were found for this batch. The picture sent by the customer was evaluated, and it was possible to observe label content missing. The possible cause for the occurrence is a failure at batch printing at syringes packaging machine. H3 other text : see h.10.

Event description:
It was reported that ser plastipak 5ml ll 40x8 al had missing label information. This was discovered before use. The following information was provided by the initial reporter: during the blinding of the cronodicasone product, syringes without batch coding and date of manufacture are detected. After sorting the lot, 22 syringes are obtained without coding.